Event description:
It was reported that the customer experienced a blood glucose (bg) level of "low" on glucose monitor. Reportedly, the customer inadvertently entered the bg level into the carbohydrates field in the bolus delivery menu. Reportedly, customer attempted to self-treat by drinking coke, orange juice and eating fudge; however, lost consciousness and customers spouse provided a glucagon injection to address bg level. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.